Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. The patient reported, she was able to feel the stimulation, but the sensation was no longer providing pain relief. The patient reported, she was considering to have the scs system removed. Reprogramming was attempted using a different frequency. It is reported, the patient opted to have the scs system explanted.